Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation, and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the sheath. A bend was observed in the dilator in the port transition. A good known lab sample guidewire was introduced through the dilator, and no obstruction or resistance was felt. An irrigation test was performed, and water leakage was observed from the hemostatic valve due to a rupture in the hemostatic valve. A device history record was performed, and no internal actions related to the reported complaint were identified. The customer's reported irrigation issue was confirmed, as damage to the hemostatic valve was detected during analysis. However, the potential cause of the dilator and hemostatic valve rupture cannot be determined. The bent dilator is unrelated to the reported event. Guidewire failure could not be assessed since the device was not returned for analysis, and the dilator obstruction could not be replicated during the evaluation. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. H6 no device problem found (c19) and no problem detected (d14) are for the reported issue of obstructed dilator and no findings available (c20) is for the reported guidewire damage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath, and the wire would not pass through the dilator. The catheter was being dilated before groin access was even attained. The issue was noticed while trying to prepare the catheter prior to any insertion. The wire used to dilate was bent from trying to clear the obstruction. The sheath was able to be irrigated, however the irrigation was partially blocked. It felt like there was something obstructing the vizigo but nothing was touching it nor could be seen inside. It is believed that there was material causing the obstruction. The device was not used on the patient. The sheath was replaced, and the issue resolved. Case continued. There was no patient consequence. This event was originally assessed as not MDR reportable. The device was returned for analysis and an irrigation test was performed, and water leakage was observed from the hemostatic valve due to a rupture in the hemostatic valve. This finding is MDR reportable.